Event description:
It was reported that at the beginning of a case at the user facility, the core impaction drill was overheating. The procedure was completed successfully. No clinically significant delay, no medical intervention, and no adverse consequences were reported with this event.